Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6) this medwatch report is being filed on behalf of (B)(4). During follow-up communication, the customer stated that further troubleshooting is still being conducted on the pump. It is unknown at this time if service will be requested. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : device availability unknown.

Event description:
Livanova (B)(6) received a report that the s5 roller pump displayed an error message during priming. The user was unable to clear the error or restart the device. A different pump was used for the procedure. There was no patient involvement.